Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Without relevant clinical information or the device, additionally, without, the part number we are unable to the determine if the IFU was adhered to. Therefore, no further clinical/medical assessment is warranted at this time. However, if additional relevant medical information is provided this complaint will be re-assessed. No product information was provided and thus a manufacturing record review, complaint history review, instructions for use review, and risk management review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the patient suffered a post operative bleed after t&as using the halo wand. It is unknown how was the problem solved, if there were further complications during the procedure or how was the patient treated. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.